Event description:
The customer stated that the reservoir had a leak. The blood glucose reading was not known. The patient stated that at an angle, the unit gets kinked. She treated with manual injections. The customer was advised to try a different infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.